Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a hole was too small and could not be set. It was sold as a web-purchase on (B)(6) 2013 and returned as a defective product (B)(6) 2013. The central hole of the chisel blade was too small and it could not be set to the handle. The surgeon thought there was a defect in the manufacturing process. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that a functional test was performed and no fault could be detected. Reviewing the manufacturing and material documentation of the complained article shows full conformity as well. We are not able to determine the complained problem. No product related fault could be detected.